Manufacturer narrative:
Pharmacovigilance comments: the serious event of facial paralysis was considered expected and possibly related to the treatment procedure. Serious criteria included the need for medical intervention in the form of physical therapy, laser treatment and diuresis to prevent permanent damage of a body structure. The non-serious event of paraesthesia was expected and possibly related to the treatment procedure. Potential etiology include injection technique. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Engineering evaluation: the events of facial paralysis and paraesthesia are expected. No corrective or preventive action is needed. Manufacturer narrative: no medical complaints have been reported for the reported lot number 15297-1. No potential quality issues have been identified in the manufacturing process of the specified batch, 15297. The batch is manufactured and released according to (B)(4) uppsala quality management system. (B)(4). Is submitting this report on behalf of q-med ab. Exemption number: e2015005.

Event description:
(B)(4) is a spontaneous report sent on 28-aug-2017 by a physician which refers to a female (B)(6). Medical history and concomitant medications were not provided. On (B)(6) 2017, the patient received treatment with 1 ml restylane lyft lidocaine (lot 15297-1) to the nasolabial sulcus (0.5ml on each side) with a 25g cannula and unknown injection technique. The same day as the treatment, the patient experienced fallen lip(facial paralysis) on the right side. She was unable to move that area of the face. The patient also stated that during the injection in the nasolabial sulcus area, she felt a sensation of electric current (paraesthesia). The physician intervened and treated the adverse event with physical therapy, heat, cold and radiofrequency in order to recover the mobility of the face, otherwise the patient could have been left with permanent paralysis in that structure of the body or with sequelae. Treatment for the adverse events also included furosemida [furosemide] and local laser on (B)(6) 2017. It was reported that the patient continued with the physical therapies until the recovery of the mobility in the face. The patient was also responding well to the corrective treatment. The reporting physician related the event to the injection technique and not with the restylane lyft lidocaine. Outcome at the time of the report: facial paralysis (fallen lip) was recovering/resolving. Felt a sensation of electric current was unknown.